Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood is leaking out of the casing when retracting the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photographs and 3 videos for investigation. Evaluation of these two photographs and three videos shows evidence of leakage. Additionally, functional tests were conducted using 10 retained samples, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood is leaking out of the casing when retracting the needle. No adverse impact was reported regarding the patient or user.